Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the reported patient effect appears to be related to operational circumstances. The reported patient effect(s) of vascular dissection is listed in the hi-torque guide wires instruction for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified left anterior descending artery. During advancement of a 014 ht versaturn guide wire became bent at the core, the tip uncoiled and a dissected a distal coronary artery. Cardiac ultrasound was performed, the patient was hospitalized for observation and discharged after improvement. The dissection was noted to seal on its own. No additional information was provided.